Event description:
The suspect meter showed a variation in test results when compared with the lab. The following results were reported. Inratio = 1.2 lab=1.7. One week later results were inratio = 1.5, lab = 2.1. Customer to perform a parallel study using two different strip lots compared with the lab.